Event description:
It was reported that the patient was referred for vns removal due to patient experiencing hiccups and pain with vns. The device was reported to be disabled as well. The surgery was reported not to be due to a serious injury. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.